Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was patient reported they were having problems with the implanted neurostimulator getting real hot, like "scalding hot". Patient said they saw an error code rm06 on their controller today while charging the ins, but they were able to continue to charge the implant after resetting the controller without the message coming back up. Agent had patient check for damage to controller battery compartment, controller port, and recharger cord/plug, but patient did not see any damage. Patient said both of these issues had just happened today. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue of the heating sensation.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.